Manufacturer narrative:
(B)(4). Baxter rec'd and eval the device. The device was found out of spec in relation to the reported broken keypad, which was confirmed and reproduced. The device evaluation found the 3rd soft key, 4th soft key, (on/off), (setup), (ok), (run/stop), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the 4th soft key would occur. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a keypad malfunction. It was also reported that there was no pt involvement.